Manufacturer narrative:
The reported event is unconfirmed. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjz2840. Visual inspection noted no obvious observations. Using the in house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the female patient had the above foley catheter balloon inserted during surgery. The next morning, the nurse attempted to remove the balloon as instructed, but it was stuck and could not be removed smoothly, considering the possibility of urethral edema, the nurse reported the problem to the physician, who carefully removed the balloon while widening the urethra. After the balloon was removed, the tip where the fixed water accumulates appeared kinked and uneven.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the female patient had the above foley catheter balloon inserted during surgery. The next morning, the nurse attempted to remove the balloon as instructed, but it was stuck and could not be removed smoothly, considering the possibility of urethral edema, the nurse reported the problem to the physician, who carefully removed the balloon while widening the urethra. After the balloon was removed, the tip where the fixed water accumulates appeared kinked and uneven.